Event description:
Boston scientific corporation became aware of an event in which after 1 minute and 45 seconds, the subject device signaled detachment but when the physician checked on the pusher wire, the main coil was still attached to it. The subject device could have possibly detached inside the microcatheter. The patient sustained no injury due to this event.